Manufacturer narrative:
The customer was contacted for return on the subject product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during biomed testing the device's display blanked out intermittently. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.